Event description:
It was reported that during a stent graft percutaneous transluminal angioplasty (pta) procedure for an abdominal aortic aneurysm, the guide wire coating peeled. According to the customer, the coating of the amplatz super stiff guidewire peeled off and the guide wire was unable to be removed from the angiography catheter. The amplatz super stiff guidewire and the angiography catheter were removed together as one unit. The procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "good."